Event description:
Pump alarm 20 was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in loading a new cartridge, but the alarm recurred, so the pump could not resume insulin therapy. As a resolution, technical support arranged for pump replacement and instructed the customer to use multiple daily injections as backup therapy. They also guided the customer on how to store the pump before returning it with a pre-paid label, which the customer acknowledged.